Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during occlusion test due to slightly loose drive support disk. There was no compromised force sensor system alarm during testing. The motor was tested outside the device and passed. The pump had cracked case at display window corners, cracked battery tube threads and minor scratched display window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 326 mg/dl at the time of incident. The customer also stated receiving motor error alarms for the past month and a half during prime. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.